Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported therapy stopped due to a power-on-reset (por). The patient was charging when the por happened. The por was seen on the ins recharger (insr). The patient stated they usually charge every 14 days and it had been 12 days since the last time they recharged. The patient was not around any electromagnetic interference. The por was a warning por. The patient used their patient programmer and the screen showed the batteries were low. The patient stated they just changed the batteries, but the patient replaced the batteries again and saw an informational por that changed to a warning por. The por could not be cleared, and the patient was directed to their healthcare provider (hcp) to interrogate the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The power on reset (por) occurred because the battery was low. The patient reset, charged, and replaced the batteries. The issue was reported to be resolved. No further complications were reported.